Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a patient with diabetes (pwd) called to report multiple line blocked alarms after changing the cassette (not an ICU med device) and infusion set. The pwd successfully changed the site, filled the cannula, and resumed basal delivery without any additional line blocked alarms. The pwd noted that the infusion set appeared slightly bent. The event occurred while in use with patient and there was no patient injury.